Event description:
Kimberly-clark received a report stating in three days the distal part of cuff was partially detached, consequently the patient needed re- intubation. Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as record (B)(4).

Manufacturer narrative:
Search of the device history record not complete at this time. Sample evaluation: failure mode was confirmed - balloon detached from the tube at the proximal end. The proximal end of the balloon completely slid down tube and connected to the distal end of the balloon. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.